Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax and reddish material inside it. Initially, it was reported that a sensor error 1 was displayed when the catheter was connected. The cable was replaced but the issue continued. The issue was resolved by changing the stsf catheter to another one. The procedure was completed without patient consequence. The magnetic sensor error issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 03-apr-2023 that there was a reddish material and a hole in the pebax. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 03-apr-2023.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The biosense webster, inc. Product analysis lab received the device on 27-feb-2023. The device evaluation was completed on 03-apr-2023. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and screening test of the returned device. Visual analysis of the returned device revealed a hole in the pebax and reddish material inside it. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. However, the hole at the pebax with reddish material inside it could be related to the magnetic sensor error. A manufacturing record evaluation was performed for the finished device 30944349l number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The magnetic issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).